Manufacturer narrative:
Date of event is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump for non-malignant pain and failed back surgery syndrome. The patient was in the hospital with severe nausea and vomiting. The patient started complaining about it last week but ¿it's been off and on all year¿. The patient did not hear an alarm but was having symptoms as if the alarm were going off. The reporter wondered if it could ¿jerk¿ the port loose and asked if a technician could go to the hospital and check to see if it was loose. They were wondering if it was not hooked up if that was why the patient was having these symptoms. It was reviewed if they wanted to do diagnostics or check anything else the healthcare provider (hcp) was the one that had to do that. The hospital where the patient was at would need to call and make arrangements to have a company representative (rep) check the pump if that's what they want to do. No interventions were mentioned. The patient had been at the same rate and concentration for 3-4 years, but did not know what that was. Additional information was received from the hcp indicated this was not reported to their office nor were any medications prescribed from that office for this condition. They attempted to contact the patient by telephone without success.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.